Manufacturer narrative:
Results: the actual sample was examined using sem. The broken tubing has been deformed which made it difficult to evaluate. The tubing has a small cut or spear through and then pull failure. Conclusions: the incident was the result of a cut by the tip of the needle or spear through and then puled to failure. Lot history review: no. Observations and testing: visual results: the catheter has been pierced by the needle tip and pulled apart resulting in the failure. Test description: visual. Method no.: na. Results: the catheter has been pierced by the needle tip and pulled apart resulting in the failure. Conclusions: the info from the user states "catheter sheared during placement" and from the tests results the catheter was pierced by the needle tip and then pulled apart resulting in the failure. Based on the info, this is user related. Probable cause of incident: user. Corrective action: corrective action taken: due to the serious nature of this complaint it was reviewed with the appropriate manufacturing personnel. Disposition of samples: retained in file.